Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they had a bladder infection a couple of weeks ago which they believed was gone now because a urine sample was taken the day prior and they have not heard anything. Symptoms and event outcome remain unknown.